Manufacturer narrative:
The correct analysis results are now attached. Upon receipt, the lead under complaint was found cut approximately 10.5cm distal to the is-1 connector pin. Only the proximal fragment including the yoke was received for analysis. The distal fragment was not received for analysis. The returned lead fragment was visually and electrically analyzed. The visual inspection demonstrated damages at the leads proximal part. At the is-1 connector, the modules of the inner and outer coils were found partly separated from each other as shown at the provided photo. Therefore, the adhesive residuals on the joining surface of lead tip and the lead body were analyzed. The analysis revealed no indication of a material or a manufacturing problem. Based on the characteristics, it is reasonable to assume that these damages occurred due to tensile forces applied during the extraction procedure. Further inspection did not show any insulation breaches, apart from the present fragmentation. During the electrical analysis, the dc resistances of the received conductor fragment were measured. No peculiarities were found. Further analysis of the returned lead fragment did not reveal any irregularity that might have contributed to the reported clinical observation. The manufacturing process for this lead was re-investigated. All production steps had been performed accordingly. There was no sign of any inconsistency during the manufacturing process. In conclusion, the analysis did not reveal any sign of a material or manufacturing problem.

Event description:
Ous MDR - this rv lead was replaced on (B)(6) 2019 due to noise events.